Event description:
It was reported that during a lap hemigastrectomy, the device properly applied 10 staples. Then, the surgeon experienced difficulties in releasing the trigger and the clips did not advance. No adverse patient consequences.

Manufacturer narrative:
Date sent: 08/08/2007. Evaluation summary: no conclusion could be reached as to what may have caused the reported incident. The analysis results confirmed that the jaws had become yielded causing the clips to be ejected. However, no jamming issues were noted during analysis. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. Potential cause for the yielded jaws issue: although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips." No incident related to the reported event was observed during the batch record review.